Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump was resetting to the default date/time on it's own without battery removal. The pt denied having any blood glucose excursions due to the issue. This complaint is being reported due to the allegation that the pump was resetting on it's own to the default date/time. There is no evidence; however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury due to the alleged issue.

Manufacturer narrative:
The pump was returned to animas for eval. Eval of the device confirmed the alleged issue. The download history indicated that the pt performed a battery change after a "low battery" alarm occurred on (B)(6) 2010 at 21:04. The battery change resulted with the pump resetting to a default date/time of (B)(6) 2007 and 12:00 am. The pump was unable to hold the date/time and reset itself to the default date/time. The pump was opened for further analysis and a leaking bt1 component was observed.